Event description:
Rptr alleged the customer obtained a discrepant blood glucose result of 71 mg/dl on the advantage system compared to a lab result of 31 mg/dl when testing was performed 5 mins apart. Rptr stated the customer was experiencing hypoglycemic symptoms during the time of testing and was given chocolate milk to drink. No other actions were reported taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.